Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1(event site telephone). A getinge field service engineer (fse) evaluated the unit and states counter pulsation device does not work following a blood invasion that occurred in (B)(6) 2024. Following that request, a repair estimate was made but has not yet been accepted. At the moment, no work will be done on this machine. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) does not refill. They just replaced the device. No harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) does not refill. No harm reported.